Event description:
During a follow-up, undersensing was observed. Device was reprogrammed, however sensing was still inappropriate. The physician suspects a micro-dislodgement. The lead will be evaluated in the next few weeks. To date, there is no further information when the lead revision will be scheduled.

Manufacturer narrative:
Na